Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient using a homechoice/yume experienced respiratory arrest ("stopped breathing"). It was not reported if the patient was hospitalized or treated for respiratory arrest. It was not reported if the patient was connected for therapy at the time of this event. The patient outcome and action taken with pd therapy were not reported. No additional information is available.